Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately calcified coronary artery. A 10/4.00 flextome cutting balloon was used to treat the target lesion. The pressure of first inflation was 2 atm and 4 atm on second inflation with unknown duration. On the third inflation, it was noted that the balloon ruptured at 6 atm for 60 seconds. The procedure was completed with a non bsc balloon. No patient complications were reported and patient's condition was good.